Event description:
Event description guidant received information that this right ventricular lead exhibited fluctuating low unipolar and bipolar impedance measurements. Further evaluation of the lead noted intermittent capture with noise. The patients rate was in the 30's. An insulation issue was suspected.